Event description:
It was reported thrombus occurred. In (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure. A 33mm watchman laa closure device was successfully implanted. Approximately 8 months post implant, the patient underwent a transesophageal echocardiogram (tee) prior to a cardioversion procedure. The tee revealed device thrombus. The patient went back on their blood thinner. No further complications were reported.